Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 15, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 11, 3331, 3259, 4315). Method code #1: 4114 - device not returned, method code #2: 11 - testing of device from same lot/batch retained by manufacturer, method code #3: 3331 - analysis of production records, results code: 3259 - improper physical structure, conclusions code: 4315 - cause not established. The sample was not returned for evaluation, therefore a thorough investigation could not be performed and definitive root cause can not be determined for this event. A retention sample from the same product code and lot number combination was inspected and found to still have the blue cap attached. The most likely root cause of the blue cap falling off is due to handling, post shipping, after the tcvs manufacturing process. All reservoirs are 100% visually inspected at several points in the production process. It is likely that the cap fell off due to a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the new dark blue cap at the bottom part of the oxygenator falls off easily. No consequences or impact to patient. The product was not changed out. The procedure was completed successfully.